Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device sample was received in used condition without the original packaging. Tear/damage was detected in the cuff during visual inspection. The condition reported by the customer was that the balloon was deflating, however the confirmed condition was damaged/broken cuff. The complaint was not confirmed. No other analysis was performed. The root cause could be due to improper use of the product. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that once placed, the balloon of the endotracheal tube was deflating. The customer reported that 3 probes were used on the same patient. No clinical consequences for the patient. A1: one patient, three product malfunctions. (B)(6) all represent the same patient.